Manufacturer narrative:
Investigation: unconfirmed, no sample received. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer but not correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced a plunger that was loose/fell out/separated. Product defect was noted prior to use. The following information was provided by the initial reporter: this past box he said that he picked up the syringe and the plunger popped out and all of the medication came out of it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: k011369, k060743, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ultrasafe x100l pr plum ssl nvs stein experienced a plunger that was loose/fell out/separated. Product defect was noted prior to use. The following information was provided by the initial reporter: this past box he said that he picked up the syringe and the plunger popped out and all of the medication came out of it.